Manufacturer narrative:
Voluntary medwatch report received: mw5163303.

Event description:
A voluntary medwatch report stated that the right atrial (ra) lead exhibited noise oversensing, under-sensing, high pacing impedance, and low pacing impedance. An insulation breach was suspected. No intervention was performed, and there were no patient consequences.